Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment/death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication that a device malfunction caused or contributed to the treatment/death. Device manufacture date monitor: sn (B)(4): 03/27/2015 reuse; electrode belt: sn (B)(4): 08/11/2010 reuse.

Event description:
A us distributor reported that a patient received four treatments prior to his passing on (B)(6) 2016. The patient experienced several non-sustained runs of ventricular tachycardia (vt) leading up to and throughout the treatment event. The patient received the first treatment at 16:07:33 during sinus tachycardia with nsvt at 125 bpm. The runs of nsvt continued after the first shock until the second treatment shock, which occurred four hours later at 20:01:49. The second treatment was delivered while the patient was in sinus tachycardia with nsvt at 144 bpm. The post-shock rhythm was vf. The patient then received a third shock at 20:02:36 while the patient was in vf. The post-shock rhythm was vt at 280 bpm. The patient received a fourth and final shock at 20:02:36 while the patient was in vt at 280 bpm. The post-shock rhythm was vf. A non-treatable rhythm was detected at 20:02:47, and the electrode belt was disconnected at 20:03:13. The patient was transported to the hospital via ems where he was later pronounced dead. The patient passed away on (B)(6) 2016.